Event description:
It was reported that the patient experienced pain due to a pericardial effusion, which was later confirmed to be caused by a right atrial (ra) lead perforation during a CT scan; it was also mentioned that the lead showed impedance issues. The physician decided to perform a pericardial window. This lead was explanted and replaced, and the patient is fully recovered. The lead was retained by health care facility. No additional adverse patient effects were reported.